Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the screw helix tip of the lead was failed to extend. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. Analysis found that a complete lead was returned in one piece with a stylet inserted and was measured to be 58.0cm. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures. The lead had a short due to an over torqued inner coil at the connector region. The cause of the reported event was due to an over torqued inner coil at the connector region, consistent with procedural damage.